Event description:
It was reported "the arthroplasty was revised due to femoral loosening. The femoral component and the tibial insert were revised. The components were implanted for 1.14 yrs. The pt presented with a ucla score of 3 three months prior to revision." Medical records and x-rays were not made available to stryker.

Manufacturer narrative:
Method: review of product history. Result: inconclusive. Insufficient info available to determine root cause. May be pt or technique related. Revised insert as normal protocol. No issue reported.